Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarm. Customer reverted to manual injections for insulin therapy due to lack of supplies. Customer's blood glucose level was 404 mg/dl.